Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. On an unspecified date, the option-lok male adapter of the plumset was connected to the patient's peripherally inserted central venous catheter (PICC) device and was being used to deliver an unspecified medication, at an unspecified rate. On (B)(6) 2014 at 0140, the customer contact reported the nurse attempted to disconnect the option-lok male adapter from the PICC device. It was reported that it was hard to do. No specific details were provided. At this time, it was reported that the distal tip of the option-lok male adapter broke off and a piece remained lodged inside the female luer of the PICC device. The PICC device was replaced. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this pt. No medical interventions were reported. No additional info was not provided.